Manufacturer narrative:
One sample model 10015861a , lot 25025376 was returned for investigation by the customer. The set was examined for defects and abnormalities. The tubing was partially separated from the inlet port of the back check valve. No defects or abnormalities were observed. The set was primed and a leak was coming from the inlet port of the back check valve. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of leakage due to damage between tubing-sleeve and check valve could be related a combination of factors such as misaligned sleeve, excess of solvent, incorrectly expanded by the assembler due to incorrect follow up to standard work instructions. A quality alert was created on may 29th, 2025 and communicated to involved personnel to inform this failure mode and reinforce follow the operations described in the sws. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that they noticed one of the bags that was primed waiting to be compounding was leaking from the junction.